Event description:
Caller reports that during a correlation study the following coaguchek xs/laboratory results were obtained: 2.0 inr/1.5 inr; 2.1 inr/1.6 inr. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Caller states that the strips are no longer available, so no product will be returned for evaluation.

Manufacturer narrative:
Absent the lot number, manufacture date cannot be determined. Will not be returned to manufacturer.